Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Reportedly, "no action was taken" to address the low bg. Customer declined to troubleshoot further with tandem technical support, therefore no additional information could be obtained. Recommendation was made to consult with a healthcare provider to discuss diabetes management.